Event description:
Per independent repair center: the alarm will not function. The key failure was the on/off power switch had a short circuit. Additional malfunction is the cabinet filter was missing.